Event description:
Customer reports during a retrograde pyelogram, the system fluoro failed. Pt was moved to another room. Procedure completed without further incident. Customer provided no pt info other than to say, no reported injury.

Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.